Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Mdrs for this complaint: 2027754-2025-00029 to 31.

Event description:
It was reported that during the procedure, the screws broke off while dr was trying to secure them into the bone flap. There was no reported delay or adverse consequence to the patient.

Manufacturer narrative:
Parts were received on 9/16/2025. The first screw 218-1608 was visually inspected under 40x magnification and the breakage occurred 2 threads below the head; the failure root cause cannot be determined, so there is no action item recommended at this moment. Also, the traceability to batch couldn't be confirmed. There have been four complaints for this part number within one year prior to the complaint report date. In the same timeframe, (B)(4) parts have been distributed, yielding a complaint rate of (B)(4). Current complaint trending (july 2025) for this part family (prof0) has a complaint rate in (june 2025) of (B)(4) with an upper control limit of (B)(4). This is the first complaint for this part number within the specified time frame. No definitive conclusion can be made.